Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call having issues with the insulin pump for two days and decided to remove the battery. The customer inserted a new battery, the alarm history was checked and no delivery alarms were found. It was advised to change the set. The customer called back later to report that they changed the set and were able to deliver a bolus without an alarm. Blood glucose value was 2.9 mmol/l. The product will not be returned for analysis.